Event description:
It was reported the home health nurse accidently cut the trial lead and it retracted back in the body. Surgical intervention took pace wherein the fragmented lead was removed. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.